Event description:
It was reported that during an a-fib procedure when the lasso catheter was connected to the carto 3 system, the 12-lead body surface ecgs lost amplitude as well as all ic (intracranial) recording. The signal loss occurred on both carto 3 and ep recording systems simultaneously. Disconnecting the lasso catheter resulted in normal 12-lead signals. The lasso catheter was replaced and issue resolved. No patient injury was reported.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.(B)(4).

Manufacturer narrative:
(B)(4).